Event description:
First, I would like to make the correction that a high out of range shock impedance measurement was observed in the right ventricular (rv) channel during the implant of the associated left ventricular (lv) epicardial lead. The rv lead had been implanted for a few years already. Secondly, additional information was received that the associated rv lead was explanted due to observed damage. A new rv lead was implanted.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was observed during the implant of the associated right ventricular (rv) lead. There were no changes made to the system at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.